Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on an open procedure, there was an incomplete staple line. The user resected and re-stapled to fix the staple line. Re operation was done to resolve the issue. The patient was hospitalized.